Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific's medical records department received information in (B)(6) 2016 that this patient died on (B)(6) 2016. The documented cause of death was not known. According to the local representative, the prior product experience in (B)(6) 2015 did not cause or contribute to the patient's death. At that time, the device's shock vector was not reprogrammed. A boston scientific representative was not notified of the patient's death and there was no request to interrogate the device post-mortem.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that during a routine device interrogation the shock impedance measurement for the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) fluctuated from 12 to 51 ohms. When testing with the distal coil only the impedance measurement was in the 70 ohm range. Boston scientific technical services (ts) was consulted and suggested further testing. It is unknown at this time if any further testing has occurred. The ICD and rv lead remain in service. No adverse patient effects were reported.